Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.400.111, lot:l496943, manufacturing site: bettlach, release to warehouse date: 02 aug 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. 30. Mar. 2021 part: 03.400.111, lot: 53p0795, manufacturing site: bettlach, release to warehouse date: 07. May 2020. A manufacturing record evaluation was performed for the finished device 03.400.111 lot: 53p0795 and no non-conformances were identified. Visual inspection: the hand f/scrdrivershaft-2.5-hex t15 (part #: 03.400.111, lot #: 53p0795) was received at us customer quality (cq). Visual inspection of the complaint device was performed and there was no defect observed. Functional test: the handle was received with the screwdriver shaft assembled. During functional assessment, unsuccessful attempts were made to disassemble the screwdriver shaft from the handle. The screwdriver shaft was stuck and could not be removed by pressing down the release knob on the handle. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: handle total length: conform, handle flat diameter: conform, handle width: conform. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the handle was received with the screwdriver stuck with it. Functional assessment was performed to disassemble both devices but it failed as both devices won't come apart. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the screwdriver shaft stuck to the handle and could not be disassembled. The procedure was completed using another device. There is no further information available. This report is for (1) handle f/screwdriver shaft 2.5 hexagonal/stardrive t15. This is report 2 of 3 for (B)(4).